Event description:
Healthcare professional reported "capsular contracture" baker grade IV, severe pain, shape disfiguration, stiffness, and foreign body type multinucleated giant cell and xanthomatous granulomatous inflammatory tissue reaction were observed in the outer capsule wall. This record relates to the right side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: granuloma: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. One opening on radius side assessed as a surgical damage. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "capsular contracture" baker grade IV, "diffuse fibrosis", "foreign body type multinucleated giant cell¿, and ¿xanthomatous granulomatous inflammatory tissue reaction¿. This record relates to an unknown side. Device has been explanted and replaced.

Manufacturer narrative:
Phone number: (B)(6). Impact code: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and granuloma.

Event description:
Healthcare professional reported "capsular contracture" baker grade IV, "diffuse fibrosis", "foreign body type multinucleated giant cell¿, and ¿xanthomatous granulomatous inflammatory tissue reaction¿. This record relates to an unknown side. Device has been explanted and replaced.